Event description:
It was reported that right ventricular (rv) lead had high impedance and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was variable and beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 2 non-sustained tachycardia episodes were recorded between (B)(6) 2013. The lead integrity alert (lia) was triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and abnormal lead impedance. The max ventricular pacing varies between 494 ohms and 2242 ohms between the weeks ending (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).